Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a ruby coil was not correctly inside its hoop and was already bent when the device packaging was opened. The bent ruby coil was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ruby coil.